Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The o2 cell was replaced to resolve the issue. B3 incident date updated.

Manufacturer narrative:
Additional information was received that the regulator assembly servo 2 kit was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. B3 incident date not provided. H4 date of device manufacture unknown at time of MDR submission. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen. There was no patient involvement.